Event description:
Customer stated has been receiving very high results for the last month. Customer received result of 526mg/dl at 12pm and took 40 units of 70/30 and 20 units of regular insulin. The customer went to the hospital at 2pm and at 2:40pm the hospital received a result of 348mg/dl. The customer was given a saline solution and 20 meg's of kcl. It is unknown if controls were in range. A request was made for the return of the suspect device and replacement product was sent.